Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. During the procedure, plastic flakes from the poly trials fell in the patient due to excessive wear. As a result, surgeon removed the plastic flakes and completed the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." The following sections could not be completed due to the part/lot information could be: category number - (B)(4), lot number - zb111201, manufacture date ¿ mar 5, 2012. Category number - (B)(4), lot number - zb130301, manufacture date ¿ apr 15, 2013. Category number - (B)(4), lot number - 556770, manufacture date ¿ may 8, 2006. Category number - (B)(4), lot number - zb130305, manufacture date ¿ apr 26, 2013. Category number - (B)(4). Lot number - zb120203, manufacture date ¿ mar 6, 2012.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of returned device exhibited evidence of extensive use.